Event description:
It was reported that the catheter was placed into a female patient's epidural space in the ob department and was used successfully. When the nurse removed the catheter from the patient per their normal procedure, the tip appeared to be shredded and a piece was missing. An x-ray was performed and showed the piece was retained in the patient. As a result, the patient was sent to surgery and the piece was removed successfully from the patient. The patient was discharged and no complications were reported. It was noted that this was a young female patient who was not overweight and it was her first delivery. On (B)(6) 2012 - additional information states the patient was (B)(6). The epidural catheter was removed from the patient and they noticed twisted wire was exposed without the plastic sheathing. A portion of catheter remained in the patient's back. It was later removed surgically that same day on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.